Event description:
A malfunction alarm was reported with code malf 16, and the issue persisted even after attempted resets. There was no reported impact on the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump and, due to the recurring issue, arranged for a replacement. The customer was instructed to use a backup therapy, specifically multiple daily injections (mdi), to ensure continuous insulin delivery. The faulty pump was to be returned within ten days using a prepaid label provided by tandem.